Manufacturer narrative:
The initial medwatch reported that an unspecified malfunction occurred. Upon further clarification it was determined that a cgm error occurred and was captured and reported in MFR# 3013756811-2021-30946. H10 and h6 - remove medial device code 1503. H10 and h6 - remove medial device code 1503.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that an unspecified malfunction alarm occurred. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 254 mg/dl.